Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation because it was discarded. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while on site it was noted that the straight suction was damaged and would need to be replaced. This was from the nac 148 tray. No patient was present at the time of the event. The site accidentally threw away the broken instrument.